Manufacturer narrative:
The reported event is inconclusive due to the condition of the sample. Evaluation found that the catheter has been cut into 4 pieces, therefore, the reported event could not be confirmed. A potential root cause for this failure mode could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "2. Precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4) do not wipe catheter surface with organic solvents such as alcohol. (5) do not aspirate urine through drainage funnel wall. (6) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. (7) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. (8) avoid force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill. (9) using 3way catheter, capped adapter attached to irrigation lumen is designed to connect catheter with bladder irrigation line or tube. While in use, open the cap and attach irrigation line or tube to it using aseptic technique. After use, cleanse the opening of the lumen and close the cap. (10) do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. [The joint of the drainage bag and the outlet tube may be damaged and urine leakage may occur.]"

Event description:
It was reported that there was no urine flow from the catheter some time after placement. The user alleged that there was normal flow just after the catheter was placed. Per additional information from the ibc via email (B)(6)2019; it was unknown how much urine drained from the patient after the catheter was changed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was no urine flow from the catheter some time after placement. The user alleged that there was normal flow just after the catheter was placed. Per additional information from the ibc via email on (B)(6) 2019; it was unknown how much urine drained from the patient after the catheter was changed.